Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: l unknown') in a 27-year-old female patient who had essure (ess205) (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included loop electrosurgical excision procedure, cervical intraepithelial neoplasia, irregular menstrual cycle, menses irregular, constipation, hemorrhagic ovarian cyst, vomiting, numbness of extremities, sciatica, burning micturition, post-traumatic stress disorder, hematemesis, pain in arm, throbbing pain (near constant sharp aching, throbbing, stabbing type sensation.), dry mouth, multiple allergies (she reports allergies to aspirin, penicillin, and latex.), night sweats, intermittent headache, watering eyes, shortness of breath, diarrhea, asthenia, fibromyalgia, degenerative disc disease, arthritis, depressive disorder, cervical pap smear abnormal, chest pain, murmur functional, skin ulcer, augmentation mammoplasty, tubal ligation, gastric ulcer, rash macular, pregnancy and live birth. Essure confirmation test - (B)(6) 2014: results: bilateral occlusion. Previously administered products included for an unreported indication: acetaminophen. Concomitant products included cefixime (flexeril), hydrocodone bitartrate;paracetamol (norco), ibuprofen, methylprednisolone acetate (depo medrol), naproxen and prednisone. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and back pain ("low back pain"). On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 7 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety and mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced dysuria ("dysuria"). On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary tract infection ("uti"). On (B)(6) 2019, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and experienced genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)") and erythema ("erythema"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal infection, depression, anxiety, rash, dysmenorrhoea, dyspareunia, fatigue, dysuria, back pain, urinary tract infection and erythema outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, erythema, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6) 2006, (B)(6) 2010 placed the first essure device into the right tubal ostia, deployed it in the usual fashion, resulting in three visible coils, then on the left side two visible coils were visible after deployment of the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria, anxiety and back pain lot number: 508296 manufacture date: 2005-08 expiration date: 2007-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2020: pfs received : new event erythema and medical history updated a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: l unknown') in a 27-year-old female patient who had essure (ess205) (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included loop electrosurgical excision procedure, cervical intraepithelial neoplasia, irregular menstrual cycle, menses irregular, constipation, hemorrhagic ovarian cyst, vomiting, numbness of extremities, sciatica, burning micturition, post-traumatic stress disorder, hematemesis, pain in arm, throbbing pain (near constant sharp aching, throbbing, stabbing type sensation.), dry mouth, multiple allergies (she reports allergies to aspirin, penicillin, and latex.), night sweats, intermittent headache, watering eyes, shortness of breath, diarrhea, asthenia, fibromyalgia, degenerative disc disease, arthritis, depressive disorder, cervical pap smear abnormal, chest pain, murmur functional, skin ulcer, augmentation mammoplasty, tubal ligation, gastric ulcer and rash macular. Essure confirmation test - (B)(6)2014: results: bilateral occlusion. Concomitant products included cefixime (flexeril), hydrocodone bitartrate;paracetamol (norco), ibuprofen, methylprednisolone acetate (depo medrol), naproxen and prednisone. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and back pain ("low back pain"). On (B)(6)2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 7 days after insertion of essure (ess205). In (B)(6)2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety and mental anguish"). On (B)(6)2018, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6)2018, the patient experienced dysuria ("dysuria"). On (B)(6)2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary tract infection ("uti"). On (B)(6)2019, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and experienced genital haemorrhage ("general abnormal bleeding") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal infection, depression, anxiety, rash, dysmenorrhoea, dyspareunia, fatigue, dysuria, back pain and urinary tract infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6)2006, (B)(6)2010 placed the first essure device into the right tubal ostia, deployed it in the usual fashion, resulting in three visible coils, then on the left side two visible coils were visible after deployment of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria, anxiety and back pain. Lot number: 508296 manufacture date: 2005-08 expiration date: 2007-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received. Event per pfs: uti. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: l unknown'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure (ess205) (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included loop electrosurgical excision procedure, cervical intraepithelial neoplasia, irregular menstrual cycle, menses irregular, constipation, ovarian cyst, vomiting, numbness of extremities, sciatica, burning micturition, stress, hematemesis, pain in arm, throbbing pain (near constant sharp aching, throbbing, stabbing type sensation.), dry mouth, multiple allergies (she reports allergies to aspirin, penicillin, and latex.), night sweats, headache, watering eyes, shortness of breath, diarrhea, asthenia, fibromyalgia, degenerative disc disease, arthritis, depressive disorder, cervical pap smear abnormal, chest pain, murmur functional, skin ulcer, augmentation mammoplasty, tubal ligation, gastric ulcer and rash macular. Essure confirmation test - (B)(6) 2014: results: bilateral occlusion. Concomitant products included cefixime (flexeril), hydrocodone bitartrate;paracetamol (norco), ibuprofen, methylprednisolone acetate (depo medrol), naproxen and prednisone. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("low back pain"). On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 7 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety and mental anguish"). In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/pelvic pain"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced dysuria ("dysuria"). On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2019, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal infection, depression, anxiety, rash, dysmenorrhoea, dyspareunia, fatigue, dysuria and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6) 2006, (B)(6) 2010 placed the first essure device into the right tubal ostia, deployed it in the usual fashion, resulting in three visible coils, then on the left side two visible coils were visible after deployment of the essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria, anxiety and back pain most recent follow-up information incorporated above includes: on 2-oct-2019: plaintiff fact sheet and medical record received. Events- "abnormal bleeding (menorrhagia) added to the verbatim menorrhagia . New events abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: vaginal, anxiety and mental anguish, psychological or psychiatric problems condition: depression, rashes or skin conditions type: rash, bladder problems, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), fatigue, dysuria and low back pain", medical history, concomitant drugs and lot number added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: l unknown'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('general abnormal bleeding') in a 27-year-old female patient who had essure (ess205) (batch no. 508296) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included loop electrosurgical excision procedure, cervical intraepithelial neoplasia, irregular menstrual cycle, menses irregular, constipation, hemorrhagic ovarian cyst, vomiting, numbness of extremities, sciatica, burning micturition, post-traumatic stress disorder, hematemesis, pain in arm, throbbing pain (near constant sharp aching, throbbing, stabbing type sensation.), dry mouth, multiple allergies (she reports allergies to aspirin, penicillin, and latex.), night sweats, intermittent headache, watering eyes, shortness of breath, diarrhea, asthenia, fibromyalgia, degenerative disc disease, arthritis, depressive disorder, cervical pap smear abnormal, chest pain, murmur functional, skin ulcer, augmentation mammoplasty, tubal ligation, gastric ulcer and rash macular. Essure confirmation test -(B)(6) 2014: results: bilateral occlusion. Concomitant products included cefixime (flexeril), hydrocodone bitartrate;paracetamol (norco), ibuprofen, methylprednisolone acetate (depo medrol), naproxen and prednisone. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia),"), vaginal hemorrhage ("abnormal bleeding (vaginal)") and back pain ("low back pain"). On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 7 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety and mental anguish"). In (B)(6) 2016, the patient experienced pelvic pain ("physical pain/pelvic pain"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced dysuria ("dysuria"). On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2019, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced genital hemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital hemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal infection, depression, anxiety, rash, dysmenorrhoea, dyspareunia, fatigue, dysuria and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6) 2006, (B)(6) 2010 placed the first essure device into the right tubal ostia, deployed it in the usual fashion, resulting in three visible coils, then on the left side two visible coils were visible after deployment of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria, anxiety and back pain lot number: 508296; manufacture date: 2005-08; expiration date: 2007-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: l unknown') in a 27-year-old female patient who had essure (ess205) (batch no. 508296) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included loop electrosurgical excision procedure, cervical intraepithelial neoplasia, irregular menstrual cycle, menses irregular, constipation, hemorrhagic ovarian cyst, vomiting, numbness of extremities, sciatica, burning micturition, post-traumatic stress disorder, hematemesis, pain in arm, throbbing pain (near constant sharp aching, throbbing, stabbing type sensation.), dry mouth, multiple allergies (she reports allergies to aspirin, penicillin, and latex.), night sweats, intermittent headache, watering eyes, shortness of breath, diarrhea, asthenia, fibromyalgia, degenerative disc disease, arthritis, depressive disorder, cervical pap smear abnormal, chest pain, murmur functional, skin ulcer, augmentation mammoplasty, tubal ligation, gastric ulcer, rash macular, pregnancy and live birth. Essure confirmation test - (B)(6) 2014: results: bilateral occlusion. Previously administered products included for an unreported indication: acetaminophen. Concomitant products included cefixime (flexeril), hydrocodone bitartrate;paracetamol (norco), ibuprofen, methylprednisolone acetate (depo medrol), naproxen and prednisone. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), fatigue ("fatigue") and back pain ("low back pain"). On (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 7 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety and mental anguish"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced dysuria ("dysuria"). On (B)(6) 2018, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and urinary tract infection ("uti"). On (B)(6) 2019, the patient experienced rash ("rashes or skin conditions type: rash"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication") and experienced genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)") and erythema ("erythema"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, vaginal infection, depression, anxiety, rash, dysmenorrhoea, dyspareunia, fatigue, dysuria, back pain, urinary tract infection and erythema outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, erythema, fatigue, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6) 2006, (B)(6) 2010 placed the first essure device into the right tubal ostia, deployed it in the usual fashion, resulting in three visible coils, then on the left side two visible coils were visible after deployment of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysuria, anxiety and back pain lot number: 508296 manufacture date: 2005-08 expiration date: 2007-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: essure confirmation test - (B)(6) 2014: results: bilateral occlusion. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psychological injury") and urinary tract disorder ("bladder/urinary problems: urinary problem") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, psychological trauma and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and urinary tract disorder to be related to essure (ess205). The reporter commented: discrepancy noted in insertion dates: (B)(6) 2006, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received: new events - pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, psychological injury, migration, bladder/urinary problems: urinary problem, pregnancy: birth - no complication were added. Case is now incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.